Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the definitive root cause was unable to be determined. It is possible that when customer's asset was returned and loaner is taken back - the reprocessing of loaner asset was not done adequately and returned. The event can be prevented by following the instructions for use: "detection method is included in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are included in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that, following the return of the evis exera ii duodenovideoscope loaner device, it was discovered that there was foreign material in the forceps elevator. The foreign material was ocher in color, and could not be identified. This finding was made at a repair center, and there was no allegation from the customer. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device forceps elevator. The following additional findings were also noted: assorted chips, scratches, wrinkles, dents, bending section cover adhesive detachment, shaved scope cylinder, angulation out of specification and angle play, and replacement of parts due to annual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.